Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0602290 implantable port allegedly experienced obstruction of flow. This report was received from one source. One patient was involved with no reported patient injury. The patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: for the reported malfunction, the file was reassessed and determined to be reportable as a serious injury and was reported under emdr number 3006260740-2020-03381. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore a lot history review will be performed. The device was not returned for evaluation. Therefore, the investigation will be inconclusive for the reported obstruction of flow issue. The definite root cause could not be determined based on he available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0602290 implantable port allegedly experienced obstruction of flow. This report was received from one source. One patient was involved with no reported patient injury. The patients¿ age, weight, and gender were not provided.